Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. When advancing the stent delivery system, the edge of the 3.50x12 mm taxus express2 drug eluting stent hit another previously implanted stent. The physician removed the entire stent delivery system and observed the edge of the stent was lifted up. The procedure was completed with another 3.50x12 mm taxus stent. No pt complications were reported. Pt status reported as "good".